Event description:
According to the reporter: balloon was not attached to shaft, so the staff tried to attach, and in the process, the shaft split apart. It was broken when opened current pt status; no harm, no product opened and worked fine. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).